Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered severe pain, disability, physical impairment, disfigurement and excessive levels of chromium and cobalt. Update rec¿d: (B)(4) 2014 - medical records received. Patient revised to address acetabular loosening, soft tissue fluid collection and soft tissue reaction to metallic debris. Upon revision, cheese like tissues, metallic debris synovitis, and corrosion on the morse taper were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 05/28/2014.